Event description:
Information received indicates the left side rail will not latch.

Manufacturer narrative:
The technician replaced the missing shoulder bolt in the side rail latch mechanism to repair the bed.